Event description:
The customer complained of discrepant results for 1 patient sample tested for ureal urea/bun (ureal) and crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module. The initial ureal result was 83.3 mg/dl. The initial crep2 result was 14.98 mg/dl. These results were reported outside of the laboratory where they were questioned by the physician. The sample was repeated and the ureal result was 14.7 mg/dl and the crep2 result was 0.75 mg/dl. There was no allegation that an adverse event occurred. The ureal reagent lot number was 32599201 with an expiration date of 31-jan-2019. The crep2 reagent lot number was 33362401 with an expiration date of 31-jan-2019. Calibration and qc were acceptable. The pre-analytical information provided by the customer was acceptable. An abnormal sample aspiration message was observed on the customer's alarm trace from the day of the event. The field service engineer (fse) visited the customer site and identified a loose sample syringe nut and screw. The sample syringe nut and screw were tightened. The customer ran calibration, qc and precision. The investigation determined the issue identified by the fse was the root cause of the event. The customer has not had any issues since the service visit.